Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet leaked. The inlet (filter) broke off when trying to spike the clinolipid bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet leaked. The inlet (filter) broke off when trying to spike the clinolipid bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the device was received for evaluation. Visual inspection was performed, and it was noted that the filter was cracked off from the inlet spike body and loose inside the received zip lock bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.